Event description:
No additional information provided

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3247503, is 24g and product code is 383904, produced on 2023/09, with a total of (B)(4)pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer returned a sample that has been used, as shown in attached photos 1-3;do the water injection test to the product, it was found that there was leakage at the catheter, as shown in the attached video 4; observing the catheter under microscope, found that the root of the catheter was damaged in a v-shaped, suspected of being punctured by the needle, as shown in attached photos 5 and 6. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: according to the sample returned by the customer, it was found that the root of the catheter was damaged, with a v-shaped. From the shape and size of the damage, it is suspected of being punctured by the needle, which may have occurred during the puncture process and resulted in a second puncture, causing the needle to puncture the catheter and cause leakage. In summary, no abnormalities were found during the manufacturing process. According to the sample returned by the customer, it was found that the root of the catheter was damaged, with a v-shaped. From the shape and size of the damage, it is suspected of being punctured by the needle, which may have occurred during the puncture process and resulted in a second puncture, causing the needle to puncture the catheter and cause leakage. As the product has already been used, it cannot be confirmed that the complaint is related to product quality. The factory will continue to monitor and monitor the trend of this defect complaint. H3 other text : see narrative

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle leaked. The following information was provided by the initial reporter, translated from chinese: "cardiovascular surgical nurse infusion exhaust found liquid extravasation, careful investigation found that the catheter seat appeared trachoma leakage, re-replaced an indwelling needle and continue to infuse."